Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ft3 iii (ft3 iii) and elecsys ft4 iii (ft4 iii) on a cobas e801 module compared to the accuraseed method. The sample was submitted for investigation where discrepant ft3 iii and ft4 iii results were identified between the customer's 801 module, an e801 module used at the investigation site and the architect method. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii results. The initial results were reported outside of the laboratory. The customer's e801 module serial number is (B)(4). The e801 module serial number used at the investigation site was (B)(4). The ft3 iii reagent lot number used at the investigation site was 404623 with an expiration date of jul-2020.

Manufacturer narrative:
The investigation determined that the mathematical differences of the ft3 values generated with different analyzers are caused by differences in the setup of the assays, the antibodies used and differences of the standardization materials and procedures used. The sample was investigated and the ft3 values which generated at customer site were confirmed at roche diagnostics. The investigation identified an interference to an antibody of the reagent. The package insert states, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." No product problem could be found.